Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not taking patient leak readings. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the device was not taking patient leak readings. A service quote for repair was sent to the customer for approval.

Manufacturer narrative:
E1 info: (B)(6).

Manufacturer narrative:
A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse confirmed that the device was not reading the proximal line. A repair quote for the replacement data acquisition (da) printed circuit board assembly (pcba) was sent to the customer for approval, and the customer accepted. The repair is still pending.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the device was not taking patient leak readings. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the device was not taking patient leak readings. A service quote for repair was sent to the customer for approval, and the customer accepted. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse confirmed that the device was not reading the proximal line. A repair quote for the replacement data acquisition (da) printed circuit board assembly (pcba) was sent to the customer for approval, and the customer accepted. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse replaced the da pcba, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.